Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Medtronic received additional information that the valve was explanted and replaced in-part due to dehiscence. The patient's physician reported there were no performance allegations against the valve. It was verified by the physician, that the valve will not be returned for analysis. Patient's weight added. (B)(4).

Event description:
Medtronic received information that two years post implant of this bioprosthetic valve, the valve was explanted and replaced due to a pseudoaneurysm created from use of bioglue. The patient recovered quickly after a new valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Attempts to obtain additional information including the product return have been unsuccessful. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).